Event description:
During a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction. During incoming functional testing the device displayed "pacer fault 116" and "pacer disabled" messages.